Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called in to report that her husband's pump had failed. The customer's blood glucose level is 250 mg/dl. Troubleshooting was performed on the device and it was found out that the drive support cap was flushed. The tubing from the infusion set was checked for air and none was found. During a manual prime insulin exited through the tubing. The customer did not find a leak of insulin from the device. The time and date were correct in the device. The basal rates were correct as well. The customer did not have his bolus wizard settings programmed into the pump. There was a low reservoir alarm in the alarm history and a recording alert in the bolus history. We assisted the customer with programming the device. No further information was reported.